Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) normal elective replacement indicator (eri) changeout procedure, when attempting to unscrew the right ventricular (rv) lead connector port, the grommet/setscrew was not "unscrewing". The lv port/connector had no issues. The physician tried a new screwdriver but did not work. Subsequently, the physician had to click the setscrew in further and then counter it again to disengage the connector. The physician believed that the sealing plug was preventing the setscrew to be engaged appropriately, thus preventing from unscrewing and disconnecting the lead. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.